Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was observed and attributed to high contact resistance within the front panel membrane. Analysis of similar reports from older devices that have been attributed to high contact resistance within the front panel membrane indicate that the keys do respond; however, they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. Analysis of reports of this type has not identified an increase in trend.